Manufacturer narrative:
Outcome of final investigation pending. A final report will be submitted upon completion.

Event description:
Patient was being transferred from bed using a medcare 600lb lift. When the patient was elevated approximately 3.5 feet, the lift was turned to move them over a chair and the lift started to tip over. Two rn's jumped on the leg that raised in the air. The patient was not injured. One rn bruised her right shin.

Manufacturer narrative:
The medcare lift w/scale-600lb. Was inspected by a medcare representative at the facility. No defects or issues were found with the lift, however cords were seen under the bed, which if the cord were stuck under the front wheels could affect the maneuverability of the wheels, causing the resident to swing outside the lift leg base and tilting. Root cause: resident traveled outside of wheel base due to obstacle on floor causing the lift to become unstable. User inattention to obstacles in care area. Corrective action: the don was advised on july 12, 2016 that the patient needs to stay inside the legs- no pushing or pulling on the patient to maneuver the lift and to be vigilant of obstacles. The user manual has been revised via released ecr 1016 on sept. 29, 2016 to include cautions relating to avoidance of obstacles and lifting the patient within the wheel base.